Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to have a cracked water tank on the lower left side. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water, and powered on. It ran for five minutes, confirming the reported customer complaint. The leak was noted to be a result of the cracked water tank cover, and the problem source has been determined to be user interface.

Event description:
It was reported the device is leaking. No adverse effects reported and all additional information asked is unknown.